Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali filter kit for evaluation. The kit included one 8f dilator, one introducer sheath, one pusher catheter, one touhy-borst adapter, one filter storage tube and one filter. During visual evaluation, the distal tip of the dilator was not noted to be deformed. On functional testing, an attempt to offload the introducer sheath from the pusher catheter, touhy-borst adapter, and filter storage tube was attempted and was successful. No damage was noted throughout the sheath. No anomalies were noted to the pusher pad of the pusher catheter. One x-ray was reviewed, the filter is located within a sheath that has been placed via the right jugular vein. The filter appears to have the limbs crossed. This could have occurred during initial insertion and difficulty pushing the device would indicate crossed limbs. A packaging error could also cause this. Therefore, the investigation is confirmed for the reported material twisted/bent as the difficulty pushing the device would indicate crossed limbs. Also, the investigation is confirmed for device dislodged or dislocated since filter is twisted within sheath. A definitive root cause for the material twisted/bent and device dislodged or dislocated could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 11/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly got released inside the catheter sheath. It was further reported that the filter limbs were allegedly found to be twisted. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly got released inside the catheter sheath. The procedure was completed by using another device. There was no reported patient injury.